Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the tip could not be screwed out although physician made several attempts approximately lead was rotated for around 15 rounds. Physician explanted the ipl and tested externally, the lead tip still could not be screw out. A different lead was used for implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.